Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-11314. It was reported that the rotawire became stuck in the burr. The target lesion was located in a coronary artery. A rotawire and rotalink burr were selected for use. After completing the rotablation procedure, the physician attempted to remove both devices. Upon removal, dynaglide mode was activated; however, it was noted that the rotawire became stuck in the burr. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed and revealed that the device has the body detached at 161cm from the proximal part, the distal part of the device was not returned, also the body is kinked in the middle of the device in several sections. The dimension of the device was taken and the overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter were within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-11314. It was reported that the rotawire became stuck in the burr. The target lesion was located in a coronary artery. A rotawire and rotalink burr were selected for use. After completing the rotablation procedure, the physician attempted to remove both devices. Upon removal, dynaglide mode was activated; however, it was noted that the rotawire became stuck in the burr. No patient complications were reported and the patient's status was stable.